Manufacturer narrative:
The subject device was returned for investigation. The reported failure was confirmed. Tears along the balloon were observed as well as signs of wear. There were signs of heat effects noted on either side of the balloon rupture. There was no other damage noted out the outer balloon surface. Based on the investigation observations, the failure could possibly be attributed to heat effects. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A perforation was reported during a procedure with a shockwave ivl (intravascular) s4 peripheral catheter. A balloon loss of pressure had occurred, and the vessel was perforated. Multiple balloons were inserted to treat the perforation. Manual pressure was placed to treat the bleeding complications and hemorrhage. The patient was discharged from the hospital and admitted for overnight observation after the bleeding stopped.